Manufacturer narrative:
Event is unknown. One device was returned for evaluation following non-compliance during preventative maintenance and the manufacturer representative performed visual inspection, function testing, event history log downloading, and accuracy testing that passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer problem was not duplicated as the customer did not complain of a specific problem but after investigation the results indicated a reportable malfunction due to the damaged dso seal. Visual test found a damaged downstream occlusion (dso) seal, and damaged lcd display. The dso seal and the lcd display were replaced by the manufacturer representative.

Event description:
It was reported that device was sent for repair following non-compliance during preventative maintenance. The customer returned the product for the non-compliance, and during physical inspection it was found that the downstream occlusion (dso) seal and lcd display were damaged. There was no patient involvement.